Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on. The cause for the failure was isolated to the computer/analog pca. Capacitor c25 and diode d25 were shorted. The root cause for the shorted capacitor and diode could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was not powering on properly.